Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the device had a liquid leak from the glucose side arm. Water droplets were observed near the pressure reservoir. There were traces of dripping found inside the case, along with signs of leakage on the exterior. Additionally, a droplet of glucose solution was noted at the base of the control unit stand. The patient outcome is still to be determined as the patient remains on support. Additional information indicated that the leak stopped after observation. No specific measures were taken and there were no other abnormalities found with the device other than the leak. Additional information indicated that the patient expired on (B)(6) 2025. The cause of death was the inability of cardiac function to recover, and the patient was placed to end-of-life care. According to the physician, the death was not related to impella¿s flow measurement (fm). No leaks or malfunctions from the purge side arm have been observed since the flow measurement (fm) event (occurred on (B)(6) and resolved).

Manufacturer narrative:
D9: updated the devices return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary purge leak - pump: the cause of the purge leak was not determined as the leak could not be recreated on the returned pump and insufficient clinical details.